Manufacturer narrative:
Additional information was provided in section b5 describe event or problem it was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that during a procedure, upon opening the box for the farastar catheter connection cable, the sterile seal was already opened. The cable was unable to be used for the procedure as it was not sterile and therefore replaced. The procedure was completed and there were no patient complications. The cable is not expected to return for analysis as it was disposed. It was further reported, additional information received indicated that no damage was noted on the outer box. Left side of the inner pouch was only partially sealed, however outer box was sealed properly. No additional damage noted on the inner packaging/pouch.

Event description:
It was reported that during a procedure, upon opening the box for the farastar catheter connection cable, the sterile seal was already opened. The cable was unable to be used for the procedure as it was not sterile and therefore replaced. The procedure was completed and there were no patient complications. The cable is not expected to return for analysis as it was disposed.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.